Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of a dental implants ws titamax ex implant 4.0x6 mm, but did not provide further info about the cases.